Manufacturer narrative:
Brand name: from "unknown atis ev implant" to "primetaper ev ø4.8 x 11mm os" catalog number: from "unk atis ev implant" to "68011106". UDI- updated to: (B)(4).

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.